Event description:
It was reported that the customer has been experiencing high blood glucose levels (approximately 400 mg/dl) after breakfast time. Customer removed site and noticed cannula was bent. Customer took a correction bolus to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.